Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
The patient reported a sudden return of symptoms daily about a month prior to (B)(6) 2016. Both of his hands were shaking. He tried increasing stimulation and reached the upper limit. He did not want to drive to the healthcare provider (hcp) because he was too far away. The patient's indication(s) for use were essential tremor and movement disorders. Refer to manufacturing report #3004209178-2016-13470 as the patient had two inss and it was not specified which one was at fault.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.